Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to ask for a part number. During the call physio was made aware that their device was unable to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer with technical assistance. Later, physio was made aware that the customer would not be returning the device to physio for evaluation, but would send their device to a third party service agent for repair. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to ask for a part number. During the call physio was made aware that their device was unable to power on. There was no patient use associated with the reported event.